Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the baxter bag was leaking from the tubing adapter. The patient reported receiving an air detected in cassette alarm dwell 5 of 6 of treatment. The alarm occurred three times and had not occurred previously. The cause of the leak is unknown. The cycler was rebooted and treatment cancelled. The patient completed end of treatment steps and found no moisture on the cassette. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the baxter bag was leaking from the tubing adapter. The patient reported receiving an air detected in cassette alarm dwell 5 of 6 of treatment. The alarm occurred three times and had not occurred previously. The cause of the leak is unknown. The cycler was rebooted and treatment cancelled. The patient completed end of treatment steps and found no moisture on the cassette. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information was found in the system from this customer regarding to the product number has been delivered. The lot number is unknown; therefore, the number of complaints could not be determined. No device history review (DHR) was performed since the lot number is unknown and no information was found in the system from this customer related to the product number. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.